Manufacturer narrative:
The device is in process of being returned for evaluation, and the investigation is ongoing. Once we have additional relevant information, it will be submitted in a supplemental report.

Event description:
Complainant alleges "I received a call with our customer stating that all 14 gem bi-polars recently purchased are not cauterizing, sparking and will not work correctly."

Manufacturer narrative:
The device was returned for evaluation. It was subjected to functional testing (hipot and continuity) using a voltage of 500 v, in accordance with IFU 0001331, with no anomalies detected. The complaint could not be confirmed. If any additional relevant information is identified it will be submitted in a supplemental report.